Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following observations were noted: one valve frame strut bent outwards at the inflow side. The valve was expanded during pre-decontamination process. No abnormalities observed on expanded valve, and the bent strut corrected. According to the technical summary, the IFU, current risk mitigations, including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified regarding warnings, contraindications, or the directions and conditions necessary for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures- such as valve frame damage or compromised sheath and delivery system components- as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for valve frame damage was confirmed based on evaluation of returned device. Available information suggests patient factors (calcification, pre-existing stents) and/or procedural factors (device manipulation) likely contributed to the event as per information provided the patient had a pre-existing stent in the access vessel. Additionally, scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. In addition, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Undersized vessels (due to pre-existing stent) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks, punctures, scratches, or tip damage. Forceful device maneuvers can damage the sheath components in direct contact with rigid anatomical features (e.g. Sharp calcium nodules). When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft, liner, and strain relief, particularly when interacting with crimped valve struts. Under such conditions, the valve frame is susceptible towards sustaining damage (i.e. Bent struts). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by our affiliates in australia, it was a case of an implant of a 26mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, it was not possible to advance the delivery system with the valve through sheath. A 23mm valve was prepped and the valve went through the esheath without issues. The valve was successfully implanted. The patient remained stable with no injury. The anatomy showed disease in the iliac arteries and the presence of an iliac stent. It was noted that the iliac stent had tines protruding from the side-branch, jutting into the main iliac artery. Additionally, stenoses were observed on both sides of the iliac side-branch in proximity to the protruding iliac stent tines. As per pre-decontamination evaluation, it was confirmed that the sheath was punctured, there was a hdpe strand at the distal end, a plastic strand was observed attached to the crimped valve, and the valve frame was damaged.

Manufacturer narrative:
Investigation is ongoing.